Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: "right side has an area on it that has changed almost like a wrinkle or spongy area that started several months ago, almost like it is deflation." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "right side has an area on it that has changed almost like a wrinkle or spongy area that started several months ago, almost like it is deflation." Device remains implanted. Patient additionally reported, "breast cancer in 2010," this event is not related to the device and will not be reported.